Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 525 mg/dl with moderate/high ketones. Cause was not known. Bg was addressed via manual insulin injection. It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer continued to use the pump for insulin therapy.